Event description:
Procedure type: seps. According to the reporter: gsi spacemaker device was used during procedure. A plastic piece broke off of end. Md could not get balloon section to expand. Visualization of anatomy was minimal. Md decided to abort procedure and go open. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).